Event description:
Patient reported "had these tissue expanders from on (B)(6) 2014." Patient advised expanders were replaced with mentor implants on (B)(6) 2014. Patient reported "sharp pain and numbness in my arm and my platelets went sky high, they are 585 now and they were as high as 900. My plastic surgeon retired and my oncologist put me on hydrea and it has brought them down but they are still not normal. I had a radical mastectomy and stage three breast cancer and am still having pain." Events were reported against a non allergan implant. This record is for the left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).